Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading at time of the call was 500mg/dl. Troubleshooting was performed. The customer stated that he often had bent cannulas. Programming, time and date were correct. Ran a fixed prime and high pressure tests and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.